Event description:
It was reported to philips that the system could not start up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) visited onsite and confirmed that system was unable to boot up. Upon troubleshooting, the philips field service engineer (fse) went onsite and checked the power supply voltage, which was normal, then checked the dehumidifier in the equipment room and found host pc failed to start and the dehumidifier in the equipment room was faulty. On further troubleshooting, fse found that the marathon ups switch within the system was broken. To resolve the issue fse unplugged and plugged in the hard drive of the host pc, and cooperated with the hospital technician to maintain the dehumidifier. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.